Event description:
It was reported that during a coronary artery treatment procedure stent damage occurred. The physician gained access in the left wrist stating it was very challenging anatomy. Using a 6fr sheath, hen had to gain access in the right groin. The lesion was calcified and tortuous circumflex (cx) proximal to the take off of the obtuse marginal (om). A non bsc guide catheter and guide wire were advanced. The physician attempted to deliver a 2.75x32 ion stent, but was unable to cross the lesion as the cx had a sharp take off. After pre-dilatation with a 1.5x15 apex flex at the proximal cx and a 2.5x20 apex on both cx and om with buddy wiring, was able to deliver a 2.75x12 ion to the om. Then attempted to get a 2.75x20 ion to the site just proximal to where the 2.75x12 ion was deployed. The tip of the 2.75x20 was hitting the proximal edge of the deployed 2.75x12 ion. The physician pushed and pushed this 2.75x20 ion to overlap, then deformed the 2.75x12 ion. Then the physician was able to get a nc quantum catheter to post dilate the 2.75x12 ion stent. A 2.75x20 ion was implanted in the cx. The physician tried to implant a 3.0x8 ion to the very proximal part to the 2.75x20 part of the cx, but it would not go. Used a non bsc guide catheter and completed the procedure. There were no reported complications and the patient condition is fine.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).